Event description:
A 42 yr old female insulin dependent was taken to the emergency room with "fruity breath" indicative of keto acidosis. Upon admission a blood glucose reading of 144mg/dl was obtained with the glucometer qa+ meter. A laboratory method gave a result of 1022mg/dl. The complainant was admitted to the intensive care unit where her blood sugars were brought under control. At the time of admission her urine glucose was 3+, ketone-large, sg 1.010 and ph 5.0. While the complainant is insulin dependent she was not taking her insulin due to influenza. She was discharged from the hosp on 10/15/97.